Manufacturer narrative:
See scanned pages.

Event description:
It was reported the pt was not able to adjust their stimulation. The middle light on the pt programmer was blinking (started the day before). Additional info received indicated the pt began experiencing intermittent stimulation. The ins was replaced due to low battery.